Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reported that the mass disintegrates upon removal, it becomes balled up and it takes an hour to remove from her skin. As a result, she says her skin is red and irritated under the entire mass area.

Manufacturer narrative:
A query was run on against lot number 6c03836 for the reported malfunction and yielded only (1) occurrence against the lot. As a result, a detailed investigation or batch review is not required at this time. If additional complaints occur with this batch and same malfunction, these subsequent complaints shall be assessed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).